Event description:
It was reported that customer experienced cartridge loading errors with pump when speaking with sales specialist to start new order. There was no reported impact to customer¿s blood glucose level. Customer declined transfer to technical support for troubleshooting, no further action was taken, and no additional information was received regarding the outcome of the event.